Event description:
It was reported that while lavaging during a bilateral knee replacement, the distal tip of the femoral canal tip for irrigation broke off in the pt's knee. The piece was able to be retrieved.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. An investigation will be completed regarding the complaint.